Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine canister (canister). During the procedure, the canister would not seat properly onto the penumbra engine (engine) and only 3 of the 4 led lights would light up. After a few failed attempts to reposition the canister, the physician removed the canister. The procedure was completed using another canister and the same engine. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report: 3005168196-2019-01992. 1. Section e. Box 1. Phone. H3 other text : placeholder.